Manufacturer narrative:
Concomitant medical products: 188tc lead implanted (B)(6) 2009; 1888tc-58 ICD implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.